Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge service territory manager (stm) who encounter the issue ordered and replaced the batteries. The stm verified proper charging operation for each battery and performed a full calibration and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during service/repair of a cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm) one out of the two battery modules was corrupt and would not accept a charge from the system. Battery data showed corrupt values for that battery. There was no patient involvement, thus no adverse event was reported.